Event description:
A patient underwent percutaneous coronary intervention. Patient received conscious sedation and local anesthesia. A taxus stent was placed in the left anterior descending coronary artery. Attention turned to the stent placement within the proximal and mid-right coronary artery. This vessel was extremely tortuous. Three (3) express stents were placed in an overlapping fashion to cover the lesion. An additional express 2 stent was attempted to be placed distally. This attempt was aborted due to the turtuosity of the vessel. Upon withdrawal through the previously deployed stents, the stent was lost in the distal right coronary artery. Attempts were made to retrieve the stent by inflating balloons which proved unsuccessful. Guide catheter and wires removed all together. Incident determined "non-threatening" per physician.